Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has risk of blood attraction. Transray plus 35cc  was used from 12/6 and the balloon ruptured on the same day. The balloon has been replaced and synchronization and is currently being used, so it is unclear whether blood is being drawn in . There was no patient harm. This report is for the iabp, the balloon used is being reported separately. Mfg report # 2248146-2023-00738.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse checked for blood attraction by balloon the rupture. No blood was observed inside or outside the device. The fse conducted operational inspections based on inspection record sheets. The equipment has been returned to the hospital.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has risk of blood attraction. Transray plus 35cc  was used from 12/6 and the balloon ruptured on the same day. The balloon has been replaced and synchronization and is currently being used, so it is unclear whether blood is being drawn in . This report is for the iabp, the balloon used is being reported separately. Reference our (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.